Manufacturer narrative:
Corrected data: h6 - work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -05.00 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was reported as still persisting excessive vaulting and remained implanted. This was the replacement lens for MFR. Report # 2023826-2021-01943. Additional information has been requested but none has been forthcoming.